Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Customer also reported they are currently having issues with their vision due to the low bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.